Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. Evaluation results findings (components/results). 1 device: appropriate term/code not available / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2025 - (B)(6) 2025. This report summarizes 1 malfunction events(s), where it was reported the devices experienced steer mechanism is difficult to engage/disengage. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results). 1 device: chassis/frame/mechanical problem identified.

Event description:
No new information.